Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. Although no black liquid was observed, it was confirmed that the phenomenon was probably reproduced because it was confirmed that foreign matter, which appeared to be residue of dried black liquid, was adhering to the tip and nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material and the specific root cause of why the foreign material remained was unable to be determined. Reprocessing was practiced in accordance with the IFU. The instruction manual reprocessing manual ¿chapter 3 cleaning, disinfection, and sterilization procedures, 3.5 manual cleaning¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope exhibited black liquid from the tip after reprocessing. The issue occurred during an unspecified procedure which was completed using the same set of equipment. There were no reports of patient harm.